Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the display went blank. No pt injury was reported.

Manufacturer narrative:
The company service representative replaced the power supply. The system was tested to factory specifications. It functioned normally and was returned to use.